Event description:
A 34cc iab was inserted into the pt on 5/4/98. After iabp for six hours, blood was noted in the tubing and the iab was removed. (Event complications: unknown- reported 5/5/98.) (Pt's current status: unk- rpt'd 5/5/98.)